Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the ventilator failed during pre-use check. The nozzle units in the gas modules were found defective. There was no patient involvement. (B)(4).

Event description:
(B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer. The o2 sensor test in pre-use check, according to logs, had failed intermittently. The nozzle units in the gas modules was found tend to stick and were replaced. The o2 sensor was not replaced. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with the feather spring to regulate the gas flow through the gas module. The returned nozzle units were simulated use tested in a ventilator without any deviations confirmed. In the production test system spikes on the flow curves could be noticed which indicates sticky membrane in the nozzle unit. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it and thus causing a delay on release. Evaluation of the logs confirms the o2 sensor test failure during pre-use check. The nozzle units that tend to be sticky can also be noticed in a subtest but the measured values were still within the tolerance limits for the test and had not failed. The nozzle units should be changed during the preventive maintenance (pm) which shall be done at least once a year or after 5000 hours of operation. Our conclusion is that the o2 sensor test failure was caused by the o2 sensor that intermittent failed the o2 sensor test in pre-use check. The membrane in the nozzle units that tends to stick is considered to be early wear of the membrane.